Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was used. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during an initial hip arthroplasty, when the modular head was opened the tyvek stuck to the inner foam causing some difficulties. However, the implant was able to be used without delay or complication.